Event description:
It was reported that the left ventricular lead exhibited high capture thresholds and low impedances. The lead was capped and replaced on (B)(6) 2014. Post procedure, the medical condition of the patient was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.